Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has directed them to stop wearing byte aligners immediately as it has chipped their tooth and has caused other damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.